Event description:
On 15-may-2020 we were informed that devices are not available.

Manufacturer narrative:
On 15-may-2020 we were informed that devices are not available.

Manufacturer narrative:
Batch review performed on 26 february 2020 lot 151390: (B)(4) items manufactured and released on 06-jul-2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016. Additional device involved batch review performed on 26 february 2020: cup: versafitcup 01.26.50mb acetabular shell ø 50 (k083116) lot 151045: (B)(4) items manufactured and released on 10-aug-2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient had a primary hip surgery on (B)(6) 2015. On (B)(6) 2015, head and liner were revised following signs of infecton. Presently, on (B)(6) 2020, the patient came in for a check-up and the x-rays indicated loosening of implants (cup and stem). The surgeon revised the cup, liner, stem, and head. The surgery was completed successfully.